Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported two patients had suction loss during the bed cut laser ablation. The patient interfaces were replaced and the procedures were completed with the same flap thickness and there was no patient injury in both cases. There are two medical device reports associated with this event. This report is for the second patient.